Manufacturer narrative:
Service reps replaced the units cpu board, calibrated and tested the unit to factory specifications.

Event description:
Customer reported the accutorr v monitor lock up which may have resulted in a loss of monitoring. No pt injury was reported.